Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429688 lead implanted: (B)(6) 2014; 7120q lead implanted: (B)(6) 2014.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for premature battery depletion associated with the high pacing thresholds on the left ventricular (lv) lead. No changes were made to the lv lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.